Event description:
It was reported that during the implant procedure, the patient's lung was punctured which required additional hospitalization. The lead remained implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4457, competitor implantable pacing lead, implanted: (B)(6) 2012. (B)(4)